Manufacturer narrative:
It was originally reported there was unintended motion of the zoom function but after investigation, it was determined the zoom wheel was stuck lowered which would render the zoom function inoperable, which is not reportable.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced unintended direction of the zoom. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced unintended direction of the zoom. There was no patient involvement.